Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating cannot hear any audio but there is a speaker malfunction error on the screen. The device was in use on patient at time of event, there was no adverse event reported.